Event description:
During the coil embolization procedure, the orbit galaxy g2 helical xtrasoft coil (641hx0206/c13728) stretched during use. There was no adverse event reported and the component will be returned for analysis.

Manufacturer narrative:
During the coil embolization procedure, the orbit galaxy g2 helical xtrasoft coil (641hx0206/c13728) had some resistance in the hub of the sl 10 microcatheter, and when it was slowly removed, the coil stretched. After the event, same microcatheter was used with three g 2 coils. No damages were noticed on any section of the delivery system or microcatheter that may have contributed to the event, and no additional torque or manipulation was used. A constant and dedicated saline source was used at all times through the microcatheter, and the distal tip was not reshaped. After the event, other than the reported event, no other damages were reported on the device (delivery system-, kink, bend, fracture, separated, etc.), and the coil remained attached to the delivery system. The intended target site was the acom artery and the procedure was straight forward. No further information was available. There was no adverse event reported and the component was expected, but to date it was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the devices, the reported event of severe resistance could not be confirmed; however possible cause may be related to interaction with the microcatheter. The label for use recommends the use .014" or .018" (0.35 mm or 0.46 mm) guidewire compatible infusion catheter, 59.05 in (150 cm) long, dual marker band such as prowler 14, prowler select lp es, prowler plus, prowler select plus, and rapidtransit. It also cautions that compatibility with other products has not been established. Additionally, review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During the coil embolization procedure, the orbit galaxy g2 helical xtrasoft coil ((B)(4)) had some resistance in the hub of the sl 10 microcatheter, and when it was slowly removed, the coil stretched. After the event, same microcatheter was used with three g 2 coils. No damages were noticed on any section of the delivery system or microcatheter that may have contributed to the event, and no additional torque or manipulation was used. A constant and dedicated saline source was used at all times through the microcatheter, and the distal tip was not reshaped. After the event, other than the reported event, no other damages were reported on the device (delivery system, kink, bend, fracture, separated, etc.), and the coil remained attached to the delivery system. The intended target site was the acom artery and the procedure was straight forward. No further information was available. There was no adverse event reported and the component returned for analysis. As viewed through the sheath, the coil¿s socket ring has been pushed down inside the outer sheath. The first two secondary windings off the ball tip have compression and buckling damage. Except as noted, the reminder of the coil is undamaged. The evidence suggests that distal interference may have contributed to the coils resistance in the hub and its eventual compression and buckling damage found to the distal section. This distal interference may have been due to a misalignment or an excess space between the distal tip of the green introducer and the funnel of the hub to microcatheter junction. If this did occur, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿gently insert the introducer tip into the rhv until it can go no further and is in close alignment with the hub of the infusion microcatheter. (There may be a small space, between the tip and hub depending on the type of microcatheter used.) Gently tighten the rhv main valve around the introducer sheath to prevent back flow of blood. Visually inspect the alignment of the introducer tip and the microcatheter hub to ensure they have not slipped apart¿additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition.¿ however, the exact source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the reported information, and analysis of the returned device, a definitive conclusion regarding the root cause of the reported event cannot be determined. A possible root cause for the coil stretching may have been the resistance that was reported with the microcatheter. The instructions for use (IFU) warns that if resistance is met, advancement should the stopped and the cause investigated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.